Event description:
Pt in or holding area awaiting surgery for ischemic bowel right femoral sheath in place. Blood loss noted from femoral sheath area. Stopcock found open. There was no cap on port. All lines had been checked prior to transport to or. Pt became hypotensive, sustained respiratory arrest and was resuscitated. Post operatively, pt remained in persistent vegetative state. Pt expired 10/21/98.